Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock approximately five days post-implant. It was suspected that air in the device pocket caused noise that was oversensed. Device data was submitted to technical services for review. A review of the episode showed noise consistent with a loose set screw with air escaping the seal plug and not air in the device pocket. Sensing in all vectors was appropriate the day after the shock. Ts recommended troubleshooting the potential loose connection. However, the patient had already been discharged home. No adverse patient effects were reported.